Event description:
According to the reporter, during device follow-up, handle error occurred and handle did not activate. Another handle was used to resolve the issue. There was no patient involvement. Medtronic's initial evaluation of the returned product found the cause of the reported condition can be traced to fpga reset/reprogram failures. The cause of the fpga reprogram/reset failures could not be established.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. Functionally, a clamshell and adapter were connected to the returned device, and the adapter calibrated multiple times. A reload was attached to the device and was able to clamp and articulate without any issues. The device was able to fire without issues on the a1 test fixture. An analysis of the system data indicated that during the last clinical firing there was an error for the system queue being full. The handle queue filled up due to multiple buttons presses in short succession. This would result in the fatal error screen being displayed by the powered handle and would prompt the user to perform system reset as intended. It was reported that the screen displayed a power handle error. The reported issue was confirmed. The most likely cause was traced to software coding. It was also reported that the handle does not initialize. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the system logs showed evidence of multiple fpga reset/reprogram failures. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.